Manufacturer narrative:
The manufacturer¿s lot number was not provided as the packaging was discarded. The vendor lot number was provided, however due to multiple products contained within one lot, the specific manufacturer lot number could not be identified. The device unique identifier could not be determined. The patient cable is not a single use device. Approximate age of the device is 57 days (calculated from the date the pump was implanted). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while at a rehabilitation facility, the patient tripped over their power module patient cable and hit their head on a door. The patient began to develop nausea and vomiting and emergency medical services was called. Upon arrival to the emergency department, the patient was noted to have altered mental status. A head CT scan showed a head bleed with shifting. Additional information was requested but was not provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. No further information was provided. The manufacturer is closing the file on this event.